Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that abnormal image occurred because communication failure occurred due to cable disconnection. The event can be detected/prevented by following the instructions for use which state: "do not coil the camera cable with a diameter of less than 20 cm. Never excessively pull the camera cable but straighten it gradually when it is coiled. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. Do not use excessive force when wiping the external surfaces of the camera cable. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. Never use a clamp or forceps to attach the camera cable to another object. Do not strike the camera head". Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the hd camera head had lines in the image and the image sometimes disappeared. The customer also reported that the cable was not good. The issue was found during preparation for use. There was no patient involvement and no procedural impact.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed; the image was intermittently displayed and the cable was twisted and had broken wires inside. The additional evaluation findings were as follows: remote switch #3 did not work, the insulation plate inside the camera head was missing and the camera head had a watertight failure. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.